Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: image was green occurred due to r-unit (charged coupled device) was broken. A root cause of the fiber bonding in the outer tube area (distal end) is damaged and the cut protector of the video cable section could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device had fiber bonding in the outer tube area (distal end) is damaged, and the protector of the video cable section is cut. Additionally, the outer tube had a dent, and the r-unit is broken, causing the image to appear green. There was no patient involvement.